Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, variable impedance was observed on the lead. The cause was unknown. The patient was stable and will be monitored.